Event description:
A malfunction was reported with the pump, specifically displaying malf 9 as the malfunction code. There was no adverse impact to the customer¿s blood glucose level. Initially, the customer reset the pump with assistance from technical support, and the issue did not recur. However, the malfunction code appeared again, leading technical support to arrange a replacement pump. The customer acknowledged the procedure for returning the faulty pump and planned to use multiple daily injections as a backup insulin delivery method until the new pump arrives.